Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown issue. At this time, no new rv lead has been implanted. No adverse patient effects were reported.